Event description:
Cautery tip broke during surgical procedure.

Manufacturer narrative:
Tip broke during use in a surgical procedure. It was reported that it was not manipulated prior to use. The piece was retrieved without injury to the pt or further incident. This cautery tip is mfg by bovie medical. The sample is being forward to them for further review and investigation.